Event description:
Philips received a complaint by the customer on the v60 indicating that the devices screen is dark. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Customer has a v60 and there is a dim display. Unit has a 1st gen lcd (liquid crystal display) and it is no longer available. The rse provided parts ID for the rp-ui (user interface) assy (assembly), w/o nav-ring, gray, v60, and pricing. The customer was informed that the part is not released yet and will be released sometime in december 2023. The repair for this unit cannot be conducted at this time due to the part(s) being on backorder. The material has already been requested and an order for the part(s) will be placed to conduct the repair of this unit. The material ordered ui assy, w/o nav-ring, gray, v60, aligns with the recommended repair of the alleged malfunction per the service manual. When the parts become available the repairs will be conducted. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.